Event description:
It was stated that an error message appears when priming. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. The event history log revealed error code 1720. Functional testing produced error code 1720. It was determined that the defective backup capacitor was the root cause and was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.